Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two used q-syte closed luer access devices from material number 385100, lot number 9086805. Through the visual/microscopic evaluation of the first unit, the septum was partially pushed into the top body. The residual septum material and adhesive deposits were evident on the rim of the top body which is an indication that a bond was provided during the manufacturing process. The septum slit and surface was damaged as well as the column wall. A water leak test was performed where leakage was confirmed in the actuated position during testing. The source of the leakage was from the vent hole due to a column tear. The reported issue was confirmed however bd was unable to provide a root cause. Through the visual/microscopic evaluation of the second unit, there was no physical/mechanical damage observed on any of the external areas of the q-syte unit. There was no damage (tears) along the column wall of the septum. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that leakage occurred from the bd q-syte¿ luer access split-septum stand-alone device and infusion device connection during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "leakage was found in the connection between q-syte and infusion device, it could not rebound."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd q-syte¿ luer access split-septum stand-alone device and infusion device connection during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "leakage was found in the connection between q-syte and infusion device, it could not rebound."